Event description:
Device malfunction: loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. During advancement of the thumb advancer to the finger loop, the vessel locator wings prematurely collapsed and the device came out of the wound track. Manual compression was used to achieve hemostasis. There were no reported patient sequelae, and though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.